Manufacturer narrative:
H10: h2, h6. The device used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. Since there was no significant delay or patient complications reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was a repeat issue. The instructions for use (IFU) was reviewed and contains warnings and precautionary measures related to proper use of the device. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) excessive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a procedure, there was no second click sound heard when deploying the implant, the activation knob was rotated to a hard stop and the cleat did not bounce backward, the suture was stuck in the driver after deploying the anchor and trying to remove the driver. Anchor was already in the patient and had to be removed. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.